Event description:
Previously reported in manufacturing report #2182207-2008-01988; should have been system reported on the implantable neurostimulator.

Manufacturer narrative:
Product ID 4351-35, serial# unknown, product type lead product ID 4351-35, serial# unknown, product type lead product ID 4351-35, serial# unknown, (B)(4).

Manufacturer narrative:
(B)(4)